Event description:
It was reported that during the procedure, the surgeon tried to insert the stent and it crumpled before being fully placed. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.